Event description:
The customer reported the system displayed a generator error and stopped working. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and talked the customer through a tube gassing procedure. The customer performed the tube seasoning with no errors. Ge service not required. System operates as intended.